Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use test of the received air gas module has reproduced the described customer issue. The received device logs confirm the reported event and the fault could be traced back to january 5. Therefore the ¿date of event¿ will be adjusted to (B)(6)2020 . If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Measurements revealed that the offset value of the delta pressure transducer was too high and drifted outside the expected range.

Event description:
Manufacturer ref.#: 284839.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).